Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor signal not found, sensor glucose vs. Blood glucose, unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-7020c1. 1st outcome: customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Customer reports issue was resolved or the sensor was removed. 2nd outcome: troubleshooting was performed, the customer's blood glucose was 11 mmol/l and sensor glucose was below 8 mmol/l which led to the insulin to be suspended. The sensor and blood glucose difference is not within target range of glucose difference. Suspend on low limit in sensor settings was unknown. No harm requiring medical intervention was reported. No product return is required for mmt-7020c1. It was unknown whether the customer will continue or discontinue to use of the device.